Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2009 the plaintiff was implanted with a monarc sling system "with the intention of treating her sui," stress urinary incontinence. It was alleged that the plaintiff has "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery," has "experienced significant mental and physical pain and suffering, undergone multiple surgeries" and "revisionary procedures," and has "sustained permanent injuries," "disability, mental anguish, loss of capacity for the enjoyment of life" and has other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.